Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with tachycardia hearts rates in the 170s. It was also reported that the implantable cardioverter defibrillator (ICD) device classified the rhythm as supra ventricular tachycardia (svt) instead of ventricular tachycardia (vt) and withheld therapy due to wavelet. External cardioversion was required for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.